Event description:
During cardiac stress echo exam, ECG reading goes up to 130 bpm, then display turns to inverse video and locks up (EKG heart rate no longer actively measured). The off-line ECG monitor reported 77 bpm while the system ECG read 130 bpm.